Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements. In addition, technical services found oversensing of noisy signals during a stored non-sustained ventricular tachycardia episode. Additional information has been requested but was not provided at this time. Subsequently, months later this pacemaker was explanted after normal battery depletion. This pacemaker has not been returned at this time. No adverse patient effects were reported.